Event description:
It was reported that about a month after implant procedure, this right ventricular (rv) lead was observed to have perforated. A lead revision procedure was performed, the rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix, lead body was twisted and noted outer insulation melt marks likely due to explant electro cautery damage. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported perforation.

Event description:
It was reported that about a month after implant procedure, this right ventricular (rv) lead was observed to have perforated. A lead revision procedure was performed, the rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.